Event description:
It has been reported to philips that geometry movements were only partly available. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing, the fse found that, the connection between height amc and long amc in ad7 table was not plugged in. To resolve the issue, the fse re-plugged cable between the height amc and the long amc. After re-plugging cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.